Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient never had therapeutic effect. It was reported the patients had their implantable neurostimulator removed. It was unknown when it was removed. It was reported "it never worked, the therapy never did what they said it would", and it never gave any pain relief. Additional information was reported on (B)(6) 2017 by the consumer. It was reported that the implantable neurostimulator (ins) was not working to satisfaction. The total system was removed. The event occurred since the ins was implanted on (B)(6) 2012. The explant date was asked but not known. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.